Manufacturer narrative:
A4 weight is unknown. Investigation summary: priming problem: the cause of priming problem was unable to be determined as limited clinical details were provided and no product was returned for review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during preparation of an impella cp, a small amount of air accumulation was observed at the connection between the yellow luer of the purge cassette and the purge cassette extension tubing. It was also noted that the yellow luer connection was not fully tightened at the time the purge cassette was removed from the packaging. The yellow luer connection was secured, and a snapping sensation was noted upon proper engagement. Following this adjustment, the air was flushed from the system, and preparation was completed without further issue. No signs or symptoms of patient injury or patient harm were reported in association with this event.